Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of damage to the forceps is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the forceps. "Do not insert the instrument into the endoscope while the cups are open. Do not advance or extend the instrument abruptly. Do not force the instrument if resistance to insertion is encountered. Reduce the endoscope's angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. " if additional information or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a biopsy colonoscopy procedure, the biopsy forceps became stuck inside the endoscope about 5cm from the scope's insertion point. After several attempts to remove the biopsy forceps, the tip of the forceps broke off and remained stuck in the biopsy channel of the endoscope. An olympus cleaning brush (bw-412t) was then used to dislodge the broken tip of the forceps out of the endoscope's biopsy channel. The tip of the forceps was inadvertently inserted inside the patient's colon and remained inside the patient. There was no patient injury reported. The procedure was completed. No further information was provided.